Event description:
It was reported that while attempting to reposition the right ventricular (rv) lead during the initial implant procedure, the stylet was unable to advance within the rv lead. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned with stylet inserted inside the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. A stylet was able to be inserted through the entire lead and removed with no restriction.